Manufacturer narrative:
Two trimmed pieces of a stent were received in a vial. The trimmed pieces of stent were visually inspected and damage consistent with trimming was observed; the distal collar and a separate piece of stent were returned with jagged cuts. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Photos provided were reviewed. All four photos are of ten capped vials. Trimmed stent samples are visible in some of the tubes. The vials belong to ten separate report files and are labeled accordingly. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the customer states a stent shortening procedure occurred.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported endothelial cell loss following the implant of a micro-stent filtration device. Additional information was requested.